Manufacturer narrative:
Concomitant medical products: product ID: 748240, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2020, product type: extension. Product ID: 748240, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 748240, serial/lot #: (B)(4), ubd: 27-jan-2008, UDI#: (B)(4). Product ID: 748240, serial/lot #: (B)(4), ubd: 04-feb-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented with signs of an infection after taking cultures of last battery change. Unknown if any environmental/external/patient factors may have led or contributed to the issue. Diagnostics/troubleshooting included extension wire and battery removed and a course of antibiotics will be given. The issue is not yet resolved. The devices will not be returned.